Event description:
The machine got overheated and I'm having a hard time keeping it turned on and then it turns off by itself. Turns itself off and on by itself. Have used the suggested reset method and this doesn't work. FDA safety report ID # (B)(4).